Event description:
It is reported that during placement of stent in the lad a perforation occurred. The perforation was treated with placement of a driver stent and a non-medtronic stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (perforation).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the ramus intermedius and one endeavor sprint rx drug-eluting stent implanted to the 1st obtuse marginal. During a staged procedure 4 weeks later, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Approximately 2 months post index procedure, patient death occurred. Cause of death coronary insufficiency, pneumonia and chronic obstructive pulmonary disease. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death/cardiac tamponade).